Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that during an unspecified lead revision procedure for the right atrial (ra) lead, it was discovered that the ra lead had dislodged shortly after implant. The lead was in the ventricle, had grown into tissue and was unable to be dissected out. During the procedure, the device was programmed to vvi 50 and the atrial lead was surgically abandoned. There were no adverse patient effects reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.